Event description:
Per the audiologist's report, the patient's hearing deteriorated using the cochlear implant system on the left side (patient has bilateral implants). Implant testing done by the clinic suggested multiple electrode anomalies. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function and multiple electrode anomalies. The patient's sound processor will be reprogrammed with the anomalous electrodes deactivated. If the patient's performance is not acceptable, explantation/reimplantation will be considered.

Manufacturer narrative:
This type of event is addressed in the device labeling.